Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("uterine perforation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient underwent right essure tubal ligation and attempted endometrial ablation" on (B)(6)2008. The patient's past medical history included ectopic pregnancy, migraine, amenorrhea, multi gravida and salpingectomy (due to an ectopic pregnancy). Previously administered products included for an unreported indication: mirena iud from 2003 to (B)(6)2008. Concurrent conditions included dysfunctional uterine bleeding, ovarian cyst and nabothian cyst. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine cervix stenosis ("cervical stenosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and asherman's syndrome ("asherman's syndrome"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube) to remove essure implant), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube) to remove essure implant), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2008. At the time of the report, the pelvic pain, uterine perforation, vaginal haemorrhage, menorrhagia, uterine cervix stenosis, dysmenorrhoea and asherman's syndrome outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered asherman's syndrome, dysmenorrhoea, menorrhagia, pelvic pain, uterine cervix stenosis and vaginal haemorrhage to be related to essure. The reporter commented: patient after having a mirena iud in place for five years underwent right essure tubal ligation and attempted endometrial ablation. Endometrial ablation was unsuccessful at the time of the surgery due to a patulous cervix. The patient in the past had an open left salpingectomy due to an ectopic pregnancy. So she does not need essure on the left side. Diagnostic results: (B)(6)2008, surgical,pathology report. Specimen : explanted iud. Gross : received fresh is a plastic intrauterine contraceptive device which is stocked final diagnosis: explanted iud stocked. (B)(6)2008 : hysterosalpingogram, result: clinical history: check right tube closure impression; inadequate visualization of the uterine cavity for evaluation. There is no contrast in the tubes for evaluation: 28-oct-2008 : us pelvis. Result: sonography of the pelvis demonstrates the uterus to measure 7.4 x 3.5 x 5.2 cm. Right ovary measures 2.5 x 1.5 x 1.9 cm. Left ovary measures 2.9 x 1.6 x 1.9 cm. Endometrium is 3.6 mm in thickness. There is a nabothian cyst in the cervix. Uterus is otherwise normal in appearance. There are no endometrial contents. There is a small cyst measuring 8 mm in diameter in the left ovary. No other significant abnormalities are identified. Impression: left ovarian cyst. Nabothian cyst in the cervix. The study is otherwise unremarkable 02-dec-2008, surgical,pathology report, specimen: uterus with right tube final diagnosis: uterus (hysterectomy with right salpingectomy, 68 grams) atrophic endometrium with chronic inflammation and old hemorrhage chronic cervicitis and fallopian tube, npd (right). 02-dec-2008: findings: normal uterus, absent left tube, normal right tube and bilateral ovaries. Concerning the injuries reported in this case, events uterine perforation and medical device monitoring error were described in medical record and the following ones were also confirmed: menorrhagia, dysmenorrhoea, uterine cervix stenosis, asherman's syndrome. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure start date updated from (B)(6)2008 to (B)(6)2008, removal date updated from (B)(6)2008 to (B)(6)2008. Events vaginal haemorrhage, menorrhagia, uterine cervix stenosis, dysmenorrhoea, asherman's syndrome, uterine perforation, medical device monitoring error were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.